Event description:
The customer reported that the system was unable to perform fluoroscopic x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and placed a part on order, but no conclusion can be drawn as repair information is not available.